Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar had a jaw dislocation. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that no physical damage was identified at the distal end, with no issues noted to the instrument tips and no broken or damaged cables observed. There were no functional issues related to cautery, including no arcing, sparking, loss of energy, or thermal damage, and the instrument demonstrated normal functionality, with no problems in opening/closing of the grips, no yaw or pitch motion issues, and no non-intuitive or uncontrolled movement. It was confirmed that no fragments fell into the patient¿s anatomy and no patient injury occurred. The procedure was completed using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The instrument was analyzed and found to have a frayed grip cable at the distal end. The probable root cause of a frayed cable is attributed to damage to the cable through external collisions, during use, or during reprocessing.